Event description:
The locking screw could not be locked to the plate.

Manufacturer narrative:
Correction - h6 health impact code. The reported event could not be confirmed since the returned device was found fully functional during inspection. The device inspection revealed the following: in the received screw, initial thread in the head found slightly deformed most probably due to excess torsional force. It looks like the screw has been inserted, possibly with an angulation outside of the range advised (-15 degrees to 15 degrees) and over torquing has resulted in minor deformed of the thread. Other than that, no further abnormalities were observed. A functional inspection was done on the returned screw using a sample plate and it was found that the screw could be easily inserted into the plate. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material or manufacturing related problems were found during the investigation. Based on the investigation, the root cause was attributed to be a user related issue as the device is found fully functional and could be assembled as per instructions indicated in the operative technique. However previously (not in this case), a potential non-conformity report was initiated to address similar events related to the variaax2 t8 and t10 locking feature. The investigation of the nc revealed that the application of over torque during insertion was the root cause of the event. This leads to the damage of the smart lock technology below the head. As a reminder, the operative technique clearly states that the proper use of the screw should prevent this malfunction from happening. Caution: with the use of variable speed power systems, the surgeon should initially reduce the power to the lowest setting. Final tightening of the screw should be performed by hand to avoid damaging the screw-plate interface. Although no product related issue could be detected, a preventive action was opened. As a result, the design of the variax 2 locking screws t10, 3.5mm ref 657308(s)-70(s) and t10, 2.7mm ref 657008(s)-70(s) shall be changed to increase the torque to failure of the locking interface. The implementation is planned to be approved in june 2024. Therefore, the screw was manufactured before any design change took place. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The locking screw could not be locked to the plate.